Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had audio anomaly. Customer's blood glucose level was unknown. Customer state that the insulin pump's alarm was hard to hear when they were sleeping. The device will not be returned for analysis.